Manufacturer narrative:
The biolox head; cat# unknown; lot# unknown was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported patient was revised for I & d of left hip. Mdm liner and biolox head were explanted and new implants were reimplanted.